Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share log was performed and signal loss was not found. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.